Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A picture and a product sample was received for evaluation. Based on image provided, leakage can?t be confirmed. There's no noticeable cracking on tube surface or on luer lock adapter that could cause condition reported. The sample unit was received with its original packaging, opened. The unit was visually inspected under normal lighting. The following components were visually inspected: tube surface, luer lock adapter, reflux connector w/ports and assembly connector swivel return. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector. However, the luer lock adapter was visibly cracking; the reported complaint could be caused by this condition. During functional testing, a leakage test was performed to verify if leakage can be caused by cracking on luer connector. The sample did not pass the leakage test. Based on the sample provided, the analysis conducted and the trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. Based on root cause determined following actions will be taken: a supplier corrective action report was submitted to supplier for the luer connector and a containment awareness notification for this failure mode was reported to production personnel.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported the level 1 hotline disposable was leaking. The product problem was observed after one and a half hours of use. No patient injury or complications were reported in relation to this event.